Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The weak battery alarm and unresponsive button could not be verified due to the blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a weak battery alarm after changing the battery. The blood glucose at the time of the incident was 11 mmol/l. It was also reported that the display would go blank for 30 seconds every time the customer tried to deliver a bolus. Troubleshooting was performed and the display went blank again during a bolus attempt. It was advised to clean the battery cap and changed the battery. The customer received another weak battery alarm after changing the battery and the numbers on the screen started ramping on their own when trying to deliver a bolus. The device was returned for analysis.